Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/2/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: when were the needles detached/pulled off from the sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Received information as following from sales rep via phone today. Please refer to the event description. H3. Investigational summary: the product was returned to eth for evaluation. Visual inspection revelated that eight unopened foil packets were received for analysis. Product code vcp493h. Upon visual inspection, no external damages were observed on the packets, the swage and attachment area were as expected, and no anomalies were observed along the suture strand. A functional test was performed and the pull force results were above the minimum requirements, with the device performing without any defect noted. No patient or user-related issues were identified, and the event described could not be confirmed as the devices performed as expected. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 1039ap/vcp493h, batch number, and no non-conformances were identified. Expiration date: aug/31/2029. Date of mfg.: sep/07/2024. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation , it was determined that the products met the manufacturing release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Total 7 products occurred needle pull off issue. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.